Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. The analyst indicated that the most recent battery measurement was 2.619 volts on (B)(6) 2015. Recommended replacement time (rrt) had not yet been triggered. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not meet longevity expectations. The device was explanted and replaced. No patient complications have been reported as a result of this event.